Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) was an attempted implant during a routine change-out procedure. Pacing impedances >2000 ohms, loss of capture, noise, and pacing inhibition were noted on all three previously implanted leads. It was noted that the patient had greater than two seconds of asystole when the pacing inhibition occurred, however, no serious injuries were reported. This crt-d was not used as the connection issues with the leads could not be resolved. Another generator was successfully implanted, and the patient's chronic leads remain in service.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. A hole was noted in the lv tip seal plug; all other seal plugs were intact and all setscrews moved freely. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. No obstructions were noted in the lead barrels. A review of device memory confirmed the out-of-range pacing impedance measurements at the attempted implant procedure. Leads were then connected to the device, with no insertion difficulty observed, and manual pacing impedance testing produced normal measurements. The seal plugs were removed for further analysis of the setscrews. Slivers of metal were observed on the threads of the lv and ra setscrews, indicating cross-threading. No anomalies were noted on the rv setscrew. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Cross-threading of setscrews may have contributed to the clinical observations.